Event description:
Customer called saying that the battery life for her insulin pump is only lasting seven days. Customer declined trouble shooting. Customer also stated that the writing on the device is too small. She is having issues with the backlight not being on when she needs it on. Customer said she turns on the light by pressing the down arrow. Customer was advised that the backlight can also be turned on by pressing the down arrow and the b button at the same time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.